Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion and infection. Reportedly, the device was exposed. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.